Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn reported that the etiology of the patient¿s peritonitis is unknown; therefore, causality could not be determined. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Additionally, esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Although causality could not be established, it should be noted that there was no allegation a fresenius product(s) and/or device(s) was deficient or malfunctioned in relation to the serious adverse events. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 6/may/2025, fresenius became aware this \patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with culture negative peritonitis. The patient was treated with vancomycin, ceftazidime, and fluconazole (drugs, dosages, durations, frequencies not provided) prior to being hospitalized on (B)(6) 2025 due to fungal peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 121 u/l, mono = 86%, poly = 14%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with vancomycin, ceftazidime, and fluconazole (routes, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotic was continued. The pdrn reported the patient¿s peritoneal effluent fluid was sent for ¿testing¿ multiple times including cytology screening, which was inconclusive. The cause of the peritonitis was unknown; however, the patient¿s abdominal pain and cloudy peritoneal effluent fluid had resolved after receiving 14 days of antibiotics, and the nephrologist concluded the antibiotic therapy. It should be noted the patient was also being evaluated by oncology and urology for ¿spots on his liver and bladder¿ during this time. On (B)(6) 2025, the patient presented to the outpatient home dialysis clinic complaining of abdominal pain again, and his peritoneal effluent fluid was assessed and found to be clear. The patient¿s abdominal pain had significantly diminished over the course of the day, and no medical intervention was provided. However, on (B)(6) 2025 the cell count results from (B)(6) 2025 were obtained (wbc = 152 u/l, mono = 70%, poly = 22%) and the patient was taken to the emergency room.

Event description:
On 6/may/2025, fresenius became aware this \patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with culture negative peritonitis. The patient was treated with vancomycin, ceftazidime, and fluconazole (drugs, dosages, durations, frequencies not provided) prior to being hospitalized on (B)(6) 2025 due to fungal peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 121 u/l, mono = 86%, poly = 14%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with vancomycin, ceftazidime, and fluconazole (routes, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotic was continued. The pdrn reported the patient¿s peritoneal effluent fluid was sent for ¿testing¿ multiple times including cytology screening, which was inconclusive. The cause of the peritonitis was unknown; however, the patient¿s abdominal pain and cloudy peritoneal effluent fluid had resolved after receiving 14 days of antibiotics, and the nephrologist concluded the antibiotic therapy. It should be noted the patient was also being evaluated by oncology and urology for ¿spots on his liver and bladder¿ during this time. On (B)(6) 2025, the patient presented to the outpatient home dialysis clinic complaining of abdominal pain again, and his peritoneal effluent fluid was assessed and found to be clear. The patient¿s abdominal pain had significantly diminished over the course of the day, and no medical intervention was provided. However, on (B)(6) 2025 the cell count results from (B)(6) 2025 were obtained (wbc = 152 u/l, mono = 70%, poly = 22%) and the patient was taken to the emergency room.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: b3, d10.

Event description:
On 6/may/2025, fresenius became aware this \patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with culture negative peritonitis. The patient was treated with vancomycin, ceftazidime, and fluconazole (drugs, dosages, durations, frequencies not provided) prior to being hospitalized on (B)(6) 2025 due to fungal peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 121 u/l, mono = 86%, poly = 14%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with vancomycin, ceftazidime, and fluconazole (routes, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotic was continued. The pdrn reported the patient¿s peritoneal effluent fluid was sent for ¿testing¿ multiple times including cytology screening, which was inconclusive. The cause of the peritonitis was unknown; however, the patient¿s abdominal pain and cloudy peritoneal effluent fluid had resolved after receiving 14 days of antibiotics, and the nephrologist concluded the antibiotic therapy. It should be noted the patient was also being evaluated by oncology and urology for ¿spots on his liver and bladder¿ during this time. On (B)(6) 2025, the patient presented to the outpatient home dialysis clinic complaining of abdominal pain again, and his peritoneal effluent fluid was assessed and found to be clear. The patient¿s abdominal pain had significantly diminished over the course of the day, and no medical intervention was provided. However, on (B)(6) 2025 the cell count results from (B)(6) 2025 were obtained (wbc = 152 u/l, mono = 70%, poly = 22%) and the patient was taken to the emergency room.